Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, top cover damage and a crack fan were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video system center makes strange noise when turned on. During a standard service inspection of the customer returned device, a cracked fan was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the cracked fan could not be identified. However, it¿s likely the cause is related to damage resulting from a strong external shock. The event can be detected/prevented by following the instructions for use which state: ·3.3 installation of the equipment caution ¿ do not place any object on the top of the video system center. Otherwise, equipment deformation, malfunction, and damage can result. ¿ keep the ventilation grills of the video system center clear. The ventilation grills are located on the right side and rear panels. Blockage can cause overheating, malfunction, and equipment damage. ¿ place the video system center on a stable, level surface using the foot holders (maj-699). Otherwise, the video system center may topple down or drop, and operator or patient injury may occur, or equipment damage can result. ¿ if a trolley other than the mobile workstation (wm-np2, wm-dp2, wm-np1, or wm-wp1) and compact trolley (tc-ne, tc-a3, tc-c2, or tc-a1) is used, confirm that the trolley can withstand the weight of the equipment installed on it, or lock the caster brakes by pushing them down. ¿ do not install the video system center near a source of strong magnetic wave emission (microwave treatment device, short wave treatment device, MRI, radio equipment, or cellular phones, etc.). Otherwise, the video system center may malfunction. ¿ when using the mobile workstation, confirm that no excessive load is applied to the cord. Otherwise, disconnection of the cord or malfunction can result. Olympus will continue to monitor field performance for this device.